Event description:
The customer stated that she is a doctor, and she passed out while she was at work. The customer stated that her blood glucose levels were extremely low, but her sensor reading was 120 mg/dl. The customer stated that she had been having problem with the transmitter for months. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.